Event description:
It was reported that upon deployment, some of the filter legs did not open. The filter was retrieved and upon image inspection, one of the legs was significantly bent and twisted. Another filter was successfully deployed through the same access site. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The delivery system was discarded by the user facility; however, the filter has been returned. The event investigation is currently underway.